Manufacturer narrative:
No information of the disc prep provided. A non-system torque-limiting handle was used, applying torque greater than the specified 2 nm. The excessive torque, combined with partial depth engagement of the drivers, caused the tips to warp and shear off inside the set screws. The fractured driver tips are encapsulated within the expansion screwhead, posing no risk of harm or tissue contact. The implant and inserter themselves functioned as designed, and the event is the result of misuse. Note: this report is related to report 3009051471-2025-00021 (incident involved two devices).

Event description:
In a tlif procedure, a non-system torque limiting handle was used with higher torque than the recommended 2 nm. There is a 2 nm handle provided in the system set, but the user decided to use a different handle with a higher torque limit. The implant/inserter functioned as designed. Using a higher torque for the expansion caused the tip of the driver to warp. There was no harm to the patient and no delay to the surgery. When the parts were returned it was noticed that the tips had sheared off.